Event description:
It was reported to boston scientific corp on 03/28/07, that after the placement of a securi-t enternal feeding device (patient age and gender unknown), "the tip of the catheter was torn and detached into [the] abdominal cavity" causing "inflammation of the peritoneum". In 2007, the device was placed successfully; however, a few hours afterward, the physician "found some fluid of blood in the sputum". "He prescribed a hemostatic drug and antacid tablet." Shortly afterwards, "the pt was seen pre-shock...blood pressure went down to 80 from 110". The blood pressure soon went up to 100 and the "the pt was transferred to antoher hospital [and] examined under x-ray". "After the exam, it was found that the tip of the catheter was torn and detached into [the] abdominal cavity. The pt was found to have inflammation of the peritoneum." The following day, a "laparatomy was performed" for 'cleaning, drainage and the replacement procedure". The pt was sent to the ICU, was removed from the ventilator, and "feeding nutrition through the replacement device". The pt is "stable.".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history and device history record review is in progress and the results will be provided in a follow-up medwatch report. The 03/07 15-month replacement bolster-enteral feeding complaint trend report, inclusive of all failure modes, was reviewed. An unfavorable trend was noted; however, no data point exceeded the complaint alert limit. The trend is under investigation to determine the next step.